Event description:
It was reported that an infusion of alemtuzumab, 12mg in 110ml (sodium chloride 0.9%), was programmed to infuse over (4) four hours at 27.5ml/hour, and infused over two (2) hours. The oncology profile on the device was used. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s stated issue of over infusion of alemtuzumab was not confirmed. Physical inspection of the device noted the mechanism assembly was in good condition with no discrepancies. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. Review of the pcu error log shows no malfunctions on the reported event date and time. Log analysis shows the pump module was programmed to infuse with drug ID 13 (alemtuzumab) on (B)(6) 2019 at 10:59am. The pump started at 10:59am with a rate of 27.5 ml/h and with a vtbi of 110 ml. The pump module alarmed at 12:57pm for air-in-line and then alarmed for flow stop open at 12:57pm, the pump was then channeled off one second later. The pump module was selected again at 12:57pm and programmed using ¿basic infusion¿ function with a rate of 500 ml/h and a vtbi of 500 ml. At 1:29:01 pm the rate was reduced to 250 ml/h and the infusion continued. The pump then alarmed for air-in-line at 2:00pm and was then channeled off shortly after. Rate accuracy testing found the device operating in specification. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of alemtuzumab 12 mg in 110 ml (sodium chloride 0.9%) was programmed to infuse over 4 hours at 27.5 ml/hour and infused over two hours. The oncology profile on the device was used. There was no patient harm.